Manufacturer narrative:
Evaluation summary: no x-rays or operative notes were returned for review. Pt information such as height, weight, and activity level is unk. Based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt began experiencing a decrease in stability and pain one year post-op. Now nearly 3 years post-op, the pain is almost equal that of pre-op. The surgeon has suggested that the insert has been "worn out". Implant date is (B)(6) 2008.